Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 20-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient's dbs did not do anything for them. No further complications were reported as a result of this event. Additional information was received. The caller reported they don't think the surgeon put the lead in the right spot and the therapy hasn't done anything for the patient, even after turning the stimulation up and down. They've tried every setting and that hasn't helped. It was also reported the patient had an infection for "like a year and a half after the implant". The infection has since resolved. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The surgeon wasn't confident installing the leads to a more dangerous, but beneficial location for patients with a variety of parkinson's syndrome. The surgeon installed in a generic location. The reporter said this was useless and maybe had something to do with the wire. The problem remained unresolved and a new programmer was on its way tomorrow. No further complications were reported as a result of this event.